Event description:
The inpatient hospitalizations were confirmed to be unrelated to vns, per the physician. The physician stated that the hospitalization was for another kidney infection and surgical removal of the kidney stone was a priority at the time. The patient finished up the outpatient course of antibiotics, so the kidney stone surgery was pending medical release post-infection as of (B)(6) 2014.

Event description:
On (B)(6) 2013, it was reported that the patient was admitted to the hospital. Attempts have been made for additional information; however, they have been unsuccessful. It is unknown why the patient was hospitalized, as no other information has been provided.

Event description:
It was reported that the patient's hospitalization was to have a renal stint placed due to kidney stones.

Manufacturer narrative:
Device manufacture date, corrected data: initial MDR inadvertently had incorrect manufacture date.